Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level was 496 mg/dl. The caller had not taken any corrective action for the elevated bg level and called tandem technical support. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).